Event description:
It was reported that a user experienced difficulty attaching the connector to the cartridge and pump during a supply change, despite multiple attempts with different supplies, until a third cartridge and connector were successfully attached; replacement supplies were issued. Symptoms included no reported adverse clinical effects. Outcomes included completion of the supply change with restored device use and shipment of replacement supplies. Investigation included troubleshooting assistance over the phone. Investigation of this case revealed a connector-to-cartridge interface issue consistent with a supply fit or compatibility problem, with affected lots noted for the adapter and cartridge kit. It was concluded, based on previously established findings for similar reports, that the cause was a component compatibility or assembly issue during setup.